Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The stent remains in the patient. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown because the part number and lot number were not provided. The additional two devices referenced are filed under a separate medwatch report number. The additional patient effect referenced is filed under a separate medwatch report number. Literature attachment: "long-term outcome in patients treated with first- versus second-generation drug-eluting stents for the treatment of unprotected left main coronary artery stenosis."

Event description:
It was reported through a research article identifying xience v, xience prime, xience xpedition that may be related to death and serious injury. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "long-term outcome in patients treated with first- versus second-generation drug-eluting stents for the treatment of unprotected left main coronary artery stenosis."